Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was a shaft break. Vascular access was femoral. The lesion was located in a moderately tortuous, moderately calcified, 85% stenosed segment of the distal left anterior descending (lad). The lesion was predilated using a 1.5x15mm balloon (unk type). During advancement of a 2.75x32mm taxus express2 drug eluting stent, the hypotube shaft broke. The physician pulled it out and used another stent catheter of the same size to complete the procedure. No pt complications were reported. The pt condition was "good."